Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse confirmed the left screen was black and would not power up. The fse replaced the left high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the high-resolution stereo viewer (hrsv) be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the logs revealed that the reported issue occurred on (B)(6) 2022 during an esophagectomy transthoracic - chest anastomosis surgical procedure performed by the listed console surgeon on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the left high resolution stereo viewer (hrsv) monitor was abandoned after the start of the procedure as the screen was black. Complaint investigations also confirmed that the field service engineer (fse) replaced high resolution stereo viewer (hrsv) to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the left high resolution stereo viewer (hrsv) monitor was black. Troubleshooting was conducted and the isi technical support engineer (tse) advised the customer to power the system down and to turn the surgeon side console (ssc) circuit breaker off and to wait a minute before power it back up. Further troubleshooting continued and despite the efforts, the issue persisted. A second reboot including turning the circuit breaker from the ssc again, but it also failed to resolve the issue. Nevertheless, the surgeon elected to perform the scheduled procedure using only the right hrsv monitor from the ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was installed and tested on the pca test system. The system started up with no image on the left hrsv monitors, the screen was completely black. The complaint regarding black screen was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.